Manufacturer narrative:
The investigation results will be provided on the final report.

Event description:
It was reported that during a lead implant procedure on (B)(6) 2019, physician was unable to implant the lead due to patient anatomy issue. Physician had difficulty in advancing the trial lead to the correct location. Upon removing the lead, x-rays were taken and the physician observed that the guidewire was damaged. The abandoned products remain implanted. Patient has one lead implanted and the other lead was discarded after the lead was removed. There were no complications during the procedure. Patient was stable.